Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm length anenrx bifurcated stent graft and its components were implanted into a pt for the endosvasular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant are unk. It was reported that there was a type ii endoleak initially after the implant of the stent graft, but the type ii endoleak resolved and the aneurysm was shrinking. It was reported taht 42 months post implant the pt arrived emergently at the hosp with severe back pain. The computed tomography scan demonstrated a type ii endoleak, resulting in a rupture of the aneurysm sac. The physician attempted to convert the pt to an open surgical repair, however the pt expired during the procedure. Additional info has been requested hpwever there is no further info available for this case.